Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1999:(B)(6) medical center. (B)(6). History & physical. 37-year-old corrections officer with painful/enlarging umbilical bulge. Medical history: none. Social history: noncontributory. Surgical history: knee x3. Medications: none. Asa 1. Exam: chronically incarcerated lump inferior/lateral to umbilicus. (B)(6) 1999:(B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: chronically incarcerated umbilical hernia. Postoperative diagnosis: chronically incarcerated umbilical hernia. Procedure: umbilical hernia repair with gore-tex patch. Procedure and findings: ¿the patient was brought to the operating room and after adequate general anesthesia the abdomen around the umbilicus was prepped and draped in sterile fashion. A transverse incision just below the umbilicus was made with the knife and carried deep to the subcutaneous with hemostasis using cautery. He had a much larger than expected hernia bulge coming from a defect just below to the umbilical dimple. The fascia was opened inferiorly in a vertical line and the soft tissue bulge was sharply dissected from the surrounding subcutaneous tissue. Basically this appeared to be a preperitoneal fat tissue coming through the anterior wall fascia. The fat was excised by clamping it at the fascia and tying it off with chromic suture. The underside of the fascia was freed up and then an ellipse of gore-tex patch double thick was sewn to the underside using peripheral interrupted 0 prolene sutures. The redundant fascia was closed in the midline with a running 0 prolene. The subcutaneous was closed with chromic, skin with subcuticular monocryl and steri-strips. The patient, having tolerated the procedure well, was transferred to the post anesthesia care unit in stable condition.¿ estimated blood loss: less than 1 cc. Case classification: clean. (B)(6) 1999:(B)(6) medical center. Implant record. Umbilicus. Gore-tex® soft tissue patch. Item number: 1405010010. Lot number: p15848-043. The records confirm a gore-tex® soft-tissue patch (p15848-043/1405010010) was implanted during the procedure. (B)(6) 1999:(B)(6) medical center. (B)(6). Operative note. Provisional diagnosis: umbilical hernia. Operation: umbilical hernia repair (B)(6). Complications: none. Condition at discharge: good. Disposition and follow up: office visit (B)(6). Final diagnosis(es): repair of umbilical hernia with gortex graft. ??/??/??:[missing records: records between (B)(6) 1999 and (B)(6) 2000 were not provided]. (B)(6) 2000:(B)(6) medical center. (B)(6). History & physical. Status post umbilical hernia repair (B)(6) 1999 with goretex patch. Now with chronic drainage ¿ probable graft infection. Exam: small fistula in center of transverse umbilical incision, no cellulitis. (B)(6) 2000:(B)(6) medical center. [Signature illegible]. Anesthesia record. Weight 290 lbs. Diagnosis: umbilical hernia. Asa 1. Medications: none. Medical history: kidney stone, childhood asthma. Surgical history: right arm, finger, tonsillectomy/adenoidectomy, uvulectomy/septoplasty, anterior cruciate ligament repair. (B)(6) 2000:(B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected old umbilical hernia graft. Postoperative diagnosis: infected old umbilical hernia graft. Operative procedure: removal of hernia graft and repair of hernia without graft. Operative summary. ¿the patient was brought to the operating room and after adequate general anesthesia, the periumbilical area was prepped and draped in sterile fashion. He had a focal area of erythema in the center of his transverse incision that was just below the umbilical dimple. The old incision and fistula tract was incised down to the fascia. It was very difficult to follow the fistula tract through the fascia but I think there was in fact a very tiny 2-3 mm in diameter tract going down to the graft. The fascia was opened longitudinally over the graft and the graft and all the circumferential prolene sutures were removed. The new defect was then closed with multiple interrupted #1 pds sutures that were buried inferiorly. At the completion of this, the wound was infiltrated with 0.5% marcaine. The subcutaneous was closed transversely with a few chromic sutures. A small vessel loop drain was placed into the subcutaneous and brought out through the center of the wound and the wound was closed loosely with several 3-0 prolene sutures. Sterile dressings were applied. The patient having tolerated the procedure well was transferred to the recovery room in stable condition.¿ estimated blood loss: 5 cc. Case classification: clean ¿ contaminated. (B)(6) 2000:(B)(6) medical center. Implant record. R [for removal]. Hernia mesh umbilical gortex patch. (B)(6) 2000:(B)(6) medical center. Microbiology. Wound culture. Source: drainage umbilical area. Gram stain: 3+ wbc¿s seen. No organisms seen. Final report (B)(6) 2000: no growth. (B)(6) 2000:[missing records: a pathology report detailing the analysis of the device removed during the (B)(6) 2000 procedure was not provided.] (B)(6) 2000:(B)(6) medical center. (B)(6). Operative note. Provisional diagnosis: probable umbilical hernia graft infection. Operation: excision umbilical hernia graft 03/17. Complications: none. Condition on discharge: good. Disposition/follow up: office visit 03/24. Final diagnosis(es): removal of infected umbilical hernia graft with repair of umbilical hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore-tex® soft tissue patch use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2014: (B)(6) medical center. Laboratory result: hgba1c 6.1 [4-6]. ¿ (B)(6) 2017: (B)(6) clinic. (B)(6), md. History of weights: (B)(6) 2017, 326.2 lbs. (B)(6) 2016: 329 lbs. (B)(6) 2015: 311 lbs. ¿ (B)(6) 2018: (B)(6) clinic. (B)(6), md. ¿his hemoglobin alc per his records in the last several months was 6.4 and his bmi is 40. He carries his weight in his abdomen, not in his leg.¿ ¿ (B)(6) 2018: (B)(6) medical center. Laboratory result: hgba1c 9.6 [4-5.6]. ¿ (B)(6) 2018: (B)(6) medical center. Laboratory result: glucose 398 [74-106], urine glucose 3+. ¿ (B)(6) 2018: (B)(6) medical center. Laboratory result: hgba1c 6.8 [4-5.6] ¿ (B)(6) 2018: (B)(6) medical center admission. (B)(6), md. Orthopedics, knee replacement for right knee osteoarthritis. ¿morbid (severe) obesity due to excess calories. Long term (current) use of aspirin. Per progress note from (B)(6) 2018: ¿states he is doing well and lost a total of 50 lbs. Recently by dietary changes.¿ ¿ (B)(6) 2019: (B)(6) clinic. (B)(6). Office visit. Annual exam. Active problems include morbid obesity, hypertension, hyperlipidemia and diabetes mellitus. Continues to exercise and slowly working toward his goal weight loss. Labs from (B)(6) 2019: hgba1c 6.3 [4-5.6]. ¿ (B)(6) 2019: (B)(6) clinic. (B)(6), md. Office visit. Follow up. Type 2 diabetes mellitus with diabetic polyneuropathy. Weight 264 lbs., bmi 33.2. ¿he is losing weight. He is actively trying to lose weight and he has lost over 100 pounds in the last year, but he has pain and sharpness under the foot.¿ ¿ (B)(6) 2019: (B)(6) clinic. (B)(6), md, (B)(6),pa-c. ¿he has lost a significant amount of additional weight since we last saw him and looks fit and healthy.¿ ¿ (B)(6) 2020: (B)(6) clinic. (B)(6), md. Office visit. Follow up for (B)(6). Weight: 264.5 lbs., bmi 33.24. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore-tex® soft-tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft-tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore-tex® soft-tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore-tex® soft-tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). According to the instructions for use (IFU)for gore-tex® soft tissue patch, complications may include but are not limited to, infection,inflammation, adhesion, fistula formation, seroma formation, perforation, wound dehiscence, wound complications, pain, bowel obstruction, ileus, revision/re-intervention, fever and recurrence. Possible adverse reactions with the use of any mesh may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, pain, exposure (extrusion), mesh contraction, bowel obstruction and recurrence.

Event description:
It was reported to gore by the patient, that he was recovering from surgery involving a gore-tex® soft tissue patch. It was reported he developed pressure, infection from the belly button and green and yellow fluid. It was reported in january of the year 2000 an infection was determined to have had a reverse allergic reaction. It was reported the device was removed on (B)(6) 2000. On (B)(6) 2019, the patient reported he has lost 100 pounds and now the stomach doesn't look the same. He reported he is having a pulling sensation around the belly button in the area.